Event description:
It was reported by the patient's family member that while the patient was in the hospital a physician had made the comment that the device was not pacing properly. The patient expired soon after. Follow up has been unable to determine where the patient had expired or what physician had made that remark. No previous complaints had been made and the previous device check showed the device to be functioning appropriately.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The death was reported by a family member, additional information has been requested and not yet made available.